Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29dec2020.

Event description:
It was reported that the ventilator's touchscreen did not respond well during pre-use checking. There was no patient involvement. The reported issue was confirmed by the authorize service provider (asp). The touchscreen was replaced to address the reported issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.